Event description:
Procedure: lobectomy. Pt sex: unk. Reportedly, the surgeon fired the stapler, but when he pulled the black return knob back, the jaws would not open. The stapler was removed from tissue by force and a little tissue damage occurred, but there was no bleeding. The staple line was then oversewed and the procedure was completed.